Event description:
The facility reported a colleague infusion pump with failure code 199:117:248:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary:the reported condition of a colleague infusion pump with a failure code 199:117:248:0000 was confirmed but not reproduced. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.